Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Acoustic lens was peeled and damaged. Due to deformation of up/down knob, water tightness was lost. Adhesive on bending section cover was detached and had a crack. Objective lens had a scratch and crack. Light guide lens had discoloration. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Due to damage on ultrasonic probe, a noise occurred in the ultrasound image (while the video system is turned on). Due to damage on charge coupled device (ccd) unit, a noise image occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope exhibited angulation malfunction. The device was returned and an evaluation revealed peeling of the acoustic lens. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted for additional information. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The event happened during preparation for use for an ultrasound examination (diagnostic purpose). The device was used as is. It was unknown if there was a procedure delay and if the procedure was completed.